Manufacturer narrative:
Investigation summary: cell-dyn 1800 generated high wbc result with flagging. All qc was in range. Results reported out without verification of results per instructions for r0 flag. The wbc result was reported out and another facility (hospital) repeated that patient with a lower wbc result. The customer technical advocate (cta) verified only one patient sample was affected. The blood was not clotted and sample was drawn in a small vacutainer. The wbc recovered was: run 1 wbc=33.4; run 2 wbc=32.4 k/ul. The customer stated both results had a r0 flag, but a smear was not reviewed before the high wbc was reported. The doctor sent the patient to another hospital where the wbc was found to be 16.5 k/ul. It was unk what instrument was used at the other facility. The customer ran all qc after this patient and all within specification. All maintenance was up to date. The cta recommended that when any flag is displayed, the results should be confirmed by reviewing a slide or using an alternative method. Cta requested they find out if the hospital lab corrected the wbc count for nrbc, but no information was provided. The cta followed up in late 2007. The customer stated that they sent five patient samples to the hospital and all matched closely for the wbc results on the same sample. Qc was within range. The issue was resolved by education of the customer. The instrument and assay were performing per labeling. The cell-dyn system 1800 operator's manual, 07h80-01, rev d, provides information on r0 flagging on pages 3-26, 3-31, 10-42. R0 flags are suspect parameter flags, which indicate the instrument is having difficulty measuring a parameter. It is recommended that the operator follow the laboratory review criteria or review a stained smear to confirm the differential results and verify the wbc. Trending: a review of complaint reports, for the period march 2007 through october 2007, did not indicate any adverse trend with the cell-dyn 1800, list base 07h77-01, for issues with discrepant wbc results. November 2007 reports were still process. Labeling: the event addressed in the cell-dyn 1800 system operator's manual, 07h80-01, rev m section 3: principles of operation: system initiated messages and data flags: suspect parameter flags; p. 3-26, cell-dyn 1800 region alerts: figure 3.1: regional alerts and possible causes; p. 3-31 section 10: troubleshooting and diagnostics; index of error messages and conditions; suspect parameter flag, lym r0 or rm; p, 10-42. Conclusion: the cell-dyn 1800 analyzer was evaluated for performance and labeling. A device malfunction was not identified per the investigation. The device was found to be performing within specifications. User error contributed to the event as labeling instructions with regard to flagged results were not followed. Customer education resolved the issue. No impact to patient management was reported. This is the final report. End of report.

Event description:
Customer reported out flagged wbc result without confirming with slide or alternate method. The customer states that they reported out a high wbc count generated using a cd 1800 analyzer. The patient was a baby. Two separately drawn specimens were tested using the cd 1800 analyzer generating wbc values of 33.4 and 32.4 k/ul. The cd 1800 generated r0 flags for both results. The cta informed the customer that wbc results with r0 flagging should be confirmed with a slide review or an alternate method prior to reporting out results. Testing was performed at another hospital obtaining a wbc result of 16.5 k/ul. The cta queried the customer regarding if the hospital corrected the wbc count for nrbcs with no additional information provided at this time. No impact to patient management was reported.